Manufacturer narrative:
Unit received with operating currents within specification. Unit passed functional testing including the self test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat test at 0.08720 inches. No displacement anomalies were noted. The motor was tested outside the device and passed. Unit received with minor scratched display window and case.

Event description:
It was reported by the customer's parent that the customer experienced low blood glucose, with blood glucose of 35 mg/dl at the time of the incident. The customer was at 600 mg/dl the previous night and their sensor was reading 348 mg/dl, and they treated with a manual injection and put the pump on manual mode. The customer bolused with the pump later for a 325 mg/dl reading and dropped to 35 mg/dl. The customer was given food to treat the low. The customer was wearing the insulin pump during the incident. The customer believes the pump was over delivering. Troubleshooting was completed but did not resolve the issue. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit received with operating currents within specification. Unit passed functional testing including the self test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test. No displacement anomalies were noted. The motor was tested outside the device and passed. Unit received with minor scratched display window and case.